Event description:
It was rpeorted taht (1) device was used during a pneumonectomy. It was reported by the rep that the surgeon used the tlh30 during initial surgery, then pt had to come back in for reoperation after bronchus blew through the staple line. The surgeon used sutures to complete the case.